Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake and did not clean the area before starting therapy. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with injection reflin (250mg, 3 times per day, route not reported), injection tobramycin (200mg, 3 times per day, route not reported), injection vancomycin (1gram, once daily for 5 days, route not reported), and injection heparin (5000 international units, 1ml per exchange, route not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.